Event description:
It was reported that the ilet triggered repeated restart alarms associated with audio over/under current after multiple restarts and supply changes, and the device was determined to require replacement; the device was no longer considered water resistant and its ongoing functionality was in question. Symptoms included no reported clinical effects. Outcomes included no impact on health or hospitalization. Investigation included remote troubleshooting, verification of shipping for replacement, instructions to sync data to the mobile app, and guidance to return the device for evaluation. Investigation of this case revealed a suspected malfunction of the audio circuitry consistent with an over/under current condition, resulting in persistent restart behavior. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.